Event description:
It was reported to philips that the c-arm is without needing to utilize fluoroscopy, intermittently turns on or off, without any discernable pattern. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) examined the system remotely and confirmed that the c-arm tracking system intermittently turns on or off, without any discernable pattern. The customer stated that the kit pan knob control module and panhandle were damaged and required replacement. A new kit pan knob control module and panhandle were sent to the customer. The customer replaced the kit pan knob control module and panhandle themselves. Logfile analysis could not confirm the malfunctioning. After the replacement of the kit pan knob control module and panhandle, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.